Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with his ipg following a motor vehicle accident in (B)(6) 2017. The patient stated that he felt pulls during the accident and the ipg had flipped. A company representative met with the patient and was also unable to communicate with the patient's ipg using other external devices.. As such, the patient will undergo surgical intervention to address the issue.